Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "preparing for fill" notification was frozen on the touchscreen and the touchscreen was unresponsive and not functional. There was no reported impact to the customer's blood glucose level. The customer was to use another pump for insulin therapy.